Manufacturer narrative:
Report source: country: (B)(6). Premarket identification: this part is not approved for use in the united states; however a like device catalog # 6430530, 510k # k143375, UDI# (B)(4) was cleared in the united states. Device evaluated by manufacturer: product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2 anterior fusion and l1-3 posterior fusion for an indication of l2 ruptured fracture. It was reported that on (B)(6) 2021, a measured rod on the left side with a caliper pointed to 80mm straight rod was placed. After that, the set screw was placed and the final tightening was performed. The length of the rod was about the limit of the screw head, but it remained as it was at the physician's discretion. After that, the set screw on the left side l1 backed out, so the reoperation was performed on (B)(6) 2021. In the reoperation, the set screw that had backed out of l1 was collected, and the set screw and rod of l3 were removed. At this time, when they checked the rod inside the l1 screw head, the physician confirmed that the length of the rod was not enough, needed 2-3 mm more. The length was increased to 90 mm straight, and placed again, and the operation was completed. There were no patient symptoms reported. There were no further complications reported regarding the event.